Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic surgeon reported rainbow glare in a patient's right eye post lasik.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to company clinical support, rainbow glare effect is a general side effect that is mentioned in product manuals. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in procedure manual. The manufacturer internal reference number is: (B)(4).